Event description:
"Dear sir/madam, I buy the epila laser. They sell this product as a permanent blotch, acne and hair remover which is work by laser diod wavelength 808 nm. Here, the serious problem is scar and blotch appeared in my skin and when I asked the several doctors, they mentioned that the diod laser 808 nm is just for hair removing not blotch and acne removal, but this company sold it to me as blotch and acne remover as well. If you visit their website, you will find out - please let me know what I have to do because they do not answer the telephone and I checked their address which is not existed. Who is responsible for it please please please let me know. Why they are possible to sell this fake product through website and no one is not responsible for that side effects and serious damages. Best regardsi". Dose or amount: 4. Frequency: one week. Route: other. Dates of use: 2008. Diagnosis or reason for use: blotch and acne remover. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.